Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed, and appropriate actions are taken as needed. Occupation was lay user/patient.

Event description:
The initial reporter received a questionable result from coaguchek vantus meter serial number (B)(4) compared to a laboratory using stago neoplastine ci plus reagent. At 1:38 pm, the meter result was 3.2 inr. At 2:10 pm, the laboratory result was 2.4 inr. On (B)(6) 2020, at 10:34 am, the laboratory result was 3.3 inr. At 11:11 am, the meter result was 4.5 inr. The therapeutic range was 2.5 inr-3.5 inr and the customer tests once a week.